Event description:
The customer reported that erratic hybritech prostate specific antigen (hyb psa) results were generated from a unicel dxl800 access immunoassay system for one patient sample on (B)(6) 2011. The initial result was above the normal reference range and was questioned as it did not fit with historical patient results. Multiple subsequent repeat tests on the same instrument yielded varying results, all above the normal reference range for the assay. Collectively the results exceeded the precision claims of the assay. Two of the repeat results, run in duplicate, were accepted as valid, averaged together, and reported out of the laboratory. There was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied data indicated that all levels of instrument hyb psa quality control (qc) results recovered within customer established specifications on the day of the event, however level one hyb psa qc, and level three hyb psa qc, results were consistently recovering one to three standard deviations below the stated mean before and after the event respectively. The customer indicated that there were errors posted to the event log in conjunction with the erratic results. Patient specific information and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event: the field service engineer (fse) inspected the wash wheel, duck-bill valve, dispense probes and aspirate probes and verified the dark count and light emitting diode reading. No issues were noted. The fse performed a routine system check and a carryover test with no issues noted. The fse performed a wet/dry ultrasonic level test on all four reagent pipettors. The results indicated that reagent pipettor one and two failed to meet specification. The fse replaced the ultrasonic printed circuit board for reagent pipettors one and two. No further instrument performance issues were noted. Upon completion of the necessary and verified repairs the instrument was returned into service. Although hardware may have been a contributing factor to this event, a definitive root cause has not been determined to date for this event.